Manufacturer narrative:
Upon completion of the investigation it was noted that the small piece of catheter attached to the valve showed no sign of being broken but rather evidence of a cut. The device was subjected to various tests, in which the device failed the programming test, an occlusion was noted and biological debris was found throughout the device. This appears to be the likely cause for the problem reported by the customer. A review of the device history records confirmed that this valve conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the device would not reprogram and the proximal catheter was broken. As a result the device was revised.